Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The caller indicated that the patient had a stimulator and it was not functioning, they hadn't turned it on for quite some time, over a year. It was noted that they had not used the stimulator since they got pregnant, which was thought to be 1-2 years prior. No patient symptoms were reported. No further complications were reported or anticipated.